Event description:
It was reported that unspecified quantity of cysto/bladder irrigation sets would not connect to the scope. The tubing diameter was not holding. This was discovered during ivf treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a companion sample and two photograph samples were received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed on the companion sample, and no defects were observed. Visual inspection of the photo sample did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.